Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, pentax medical received a customer report stating video duodenoscope model ed-3490tk/(B)(4) tested positive for carbohydrates, protein, and blood via the health mark industries channel check process. The date of testing was (B)(6) 2015. Previous communication with the facility confirmed that every duodenoscope is tested for carbohydrates, protein, and blood prior to being used in a patient care setting (refer to MDR# 2518897-2015-00025), as a risk mitigation step.